Manufacturer narrative:
At this time, no additional information is available and this lead remains in service. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that pacing lead impedance measurements of greater than 2000 ohms were observed on this patient's right ventricular (rv) defibrillation lead via the latitude system. No adverse patient effects were observed. It was reported that this patient's physician has elected to continue monitoring this lead.